Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study called (B)(6) from a physician in the (B)(6) of peritonitis without septicaemia in a subject coincident with extraneal viaflex therapy. On (B)(6) 2009, the subject experienced peritonitis. Treatment was not reported. On (B)(6) 2009, for an unreported reason, the subject permanently transferred to hemodialysis. No further information was reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.